Event description:
Per the customer, while the surgeon was holding a navigation tool still it showed fluttering on the display monitor, which could lead to inaccuracies. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, while the surgeon was holding a navigation tool still it showed fluttering on the display monitor, which could lead to inaccuracies. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.